Manufacturer narrative:
This product is not marketed in the us. Health effect clinical code (B)(4): significant reduction of irido-coneal angels. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.50/1.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to elevated iop(26.7mmhg) without pupil block and angle closure(assessed on (B)(6) 2021), significant reduction of irido-corneal angles, and excessive vault on (B)(6) 2021. A shorter length lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.